Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the distal tip of the connector at the raised circumferential ring around the peritoneal dialysis catheter is splitting. The patient was admitted to the hospital where the catheter was cut, and a new adaptor was fitted. Eventually, the peritoneal dialysis catheter was surgically replaced for this patient.

Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process and significant force used. A review of the device history and complaint database could not be reviewed since the lot number was not provided. Corrective actions are in process.